Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009¨ use error caused or contributed to event. Note: manufacturer contacted customer in several follow-up emails to ensure that the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the true plus single-use insulin syringes; complaint was reported via e-mail. Customer is an rn and has been using the syringes to administer her weight loss medication. Customer reported that when she had injected the medication in her abdomen and had removed the syringe, the needle had no longer been attached. Customer stated that she believed the needle to have broken off in her abdomen and had gone to the ER on (B)(6) 2024. Customer expressed concern of having a foreign object "lodged" in the abdomen, as it can "migrate to other areas of my body puncturing a bowel leading to sepsis or any other organ."